Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use that the bd plastipak syringe-disp-ll-20 ml had a black or gray particle inside the syringe. No serious injury or medical intervention noted.

Manufacturer narrative:
Results: bd received one physical sample sent by the customer. It was noted that there's a black or gray particle in the body of the cylinder near the shoulder and the pivot. Based on the investigation and analysis, it's determines that the particle does not correspond to the materials used for manufacturing the syringe, so the particle is not generated by the plant. DHR, batch review, and quality maintenance were performed and no deviation was found. Conclusion: bd was not able to confirm the customer¿s indicated failure mode. It is determined that the possible sources that could generate particle are burr of stopper, silicone lump or burr of syringe.